Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message, indicating that it was overheating. It was noted that the programmer exhibited sluggish performance, prior to the message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the overheating message was confirmed. The issue was attributed to the micro processor unit (mpu), which was replaced. Display hinges were found to be broken, and were replaced. Damage was found on the media and power cord bays. They were replaced. The stylus was found to be damaged, but functional. The stylus was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.